Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Corrected initial reporter name and title. Corrected manufacturing site ID. Evaluation summary: (B)(4) analysis of device memory data revealed memory corruption in a memory ic (integrated circuit).

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the pacemaker had several resets in the past. The doctor thought that the problem was the tv repeater that the patient had in his home. But during the last follow up the pacemaker was pacing at 106 bpm. The doctor changed the mode to vvi but the pacemaker continued pacing in vvi mode at 106. Finally he decided to program it to 000. The programmer didn't let him program vvi again. The pacemaker continued to malfunction and as the patient was pacemaker dependent, the doctor decided explant and replace the pacemaker. No patient complications have been reported as a result of this event.